Manufacturer narrative:
The customer¿s report of an infusion taking longer than the intended 24 hours to complete was confirmed per review of the pcu event log. Analysis of the pcu event log shows that on (B)(6) 2015 at 2:07pm, a basic infusion was started at the rate of 232ml/hr with a vtbi of 116ml and completed 40 minutes later, at 2:48pm. This matches the customer¿s description of bag #1. The device was paused and the door opened and closed, indicative of a likely bag change. A vtbi of 2675ml and rate of 229ml/hr were programmed and the infusion was started 2:50pm. This is believed to be the start of bag #2. This infusion was to complete in 12 hours; however, at 2:50am on (B)(6) 2015 the vtbi was increased to 150ml. Following this, 30ml increments were added to the vtbi four times . At 3:55am, 22 ml was added to the vtbi. At 3:57am, the module was paused, then the device was channeled off, shutting down the system. The system was powered back on and programmed for an infusion of methotrexate at 229ml/hr with a vtbi of 2675ml. The infusion began at 4:03am. This is believed to be the start of bag #3. The infusion completed with the device entering kvo mode at 3:48pm. The vtbi was changed to 150ml; this infusion completed and the device transitioned to kvo at 4:34pm. Eight minutes later, the vtbi was changed to 20ml, then to 70ml at 4:48pm. A minute later, the rate was increased to 300ml/hr, and the device was paused one minute later. The pump module was then detached from the pcu. The entire infusion (3 bags) lasted approximately 26 hours and 43 minutes, infusing a total calculated volume of 5928.79ml. Functional testing was performed on the primary set and no leaks were observed. Physical inspection noted the pump module to be in good condition. Rate accuracy testing was performed and the module was found to be infusing within specification. The root cause of the infusion taking longer than expected to complete was not determined.

Manufacturer narrative:
The root cause of the infusion taking longer than expected to complete was indeterminately related to a slightly out-of-specification flow rate.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that 2 bags of chemotherapy (2675ml each) were ordered to infuse within a 24 hour period at 228.63ml/h, however the first bag took 14 hours to completely infuse causing the treatment to extent over the 24 hour period. There was no report of patient harm.